Manufacturer narrative:
Per tandem¿s t:slim cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 5 - pressure out of range) occurred with multiple cartridges during the load process. Reportedly, the cartridges were filled with cold insulin. The user's blood glucose level was 300 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.